Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis revealed an outer insulation abrasion at 11.4cm- 13.3cm from the helix end. This abrasion allowed the cables to come outside of the lead body. Further analysis found inside out abrasion at 6cm from the helix end. No coil or cable fractures were found.

Event description:
The lead was explanted due to a fracture.